Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device would inflate and deflate but not smoothly, the sponge was tight and hard to push with the syringe. There was no patient involvement reported.